Manufacturer narrative:
Controls were run on the meter and passed. The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results for 1 patient from an accu-chek inform ii meter, serial number (B)(4), compared to a laboratory result using an unknown method. The meter result was 56 mg/dl at 20:20. The laboratory result was 123 mg/dl at 20:27. The samples were obtained from the patient's IV line.